Event description:
Additional information received from the patient reported that the patient had notified their managing physician about no symptom relief. There was an appointment in november and the next one would be in february. The patient was writing a diary. A manufacturing representative (rep) fixed the error message on the patient programmer (pp).

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0wb6p, implanted: (B)(6) 2015, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. She had not had symptom relief from the permanent implant. The trial was successful. The patient had tried program 3 and program 4. She did not have the patient programmer with her at the time of the call. The patient further reported on (B)(6) 2015 that her patient programmer was stuck on a 'call doctor' screen. The patient also reported on (B)(6) 2015 that no matter what she tried to do, she got the call clinician with the code: power-on-reset (por). There were no falls/trauma or electromagnetic interference (emi) exposure that could be related to the issue. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. No outcome or steps taken to resolve the issue was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.